Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side rupture, fold, and cyst. Patient additionally reported feeling "embarrassed," pain, bruising, "breast difference is totally visible," and "volume increase, inframammary groove dislocated on the lower part and without definition of superior region." The has been explanted. The captured events are considered to be device related.

Event description:
Patient additionally reported feeling "embarrassed," pain, bruising, "breast difference is totally visible," and "volume increase, inframammary groove dislocated on the lower part and without definition of superior region."

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, fold, and cyst. The device remains implanted.